Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The nc trek rx coronary dilatation catheters instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The investigation determined the reported failure to advance and patient effects of foreign body removal and additional treatment appear to be related to circumstances of the procedure; however, the reported kink and shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified mid left anterior descending (lad) artery. Pre-dilatation was performed with a trek dilatation catheter and a 2.75 x 12 mm nc trek dilatation catheter. A stent was implanted and the 2.75 x 12 mm nc trek was re-inserted through a guide catheter extension, to perform post-dilatation. Resistance was noted and force was applied. The device kinked during advancement through the guide catheter and some blood return was noted in the indeflator. The physician stopped advancing the nc trek and pulled back on the shaft of the nc trek. It was noted that the shaft had separated into two segments, at the mid to distal shaft. A second dilatation catheter was advanced past the separated segment and inflated as an anchor. All devices were removed as a single unit and no portion of the separated segment remains in the patient anatomy. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.